Event description:
Customer reported that the lma won't hold proper cuff pressure. This was confirmed during a procedure. The issue was resolved by using another lma. It was reported that there was no pt injury or problem. The user facility returned the lma for eval.